Event description:
It was reported that 283 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention by having a coronary artery bypass grafting (CABG). The lesion being treated in the index procedure was a 3.25mm, 95% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successfully placing four taxus express2 8.8% (2.50x24mm, two 2.75x32mm and 3.00x16mm) drug eluting stents in the target lesion with a 2mm overlap of all the stents. There were no complications. The pt was discharged the next day on aspirin and plavix. 283 days after the initial procedure, the pt required a tvr by having a CABG. The pt was discharged 6 days later. In the opinion of the physician the relationship of the tvr to the target lesion was not related and there was no restenosis.